Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Cardiac arrhythmia is a potential event that may be associated with use of the product. Patients implanted with vad's often have preexisting conditions that may exacerbate this condition. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that the patient sustained a cardiac arrhythmia requiring defibrillation or cardioversion. Investigation is ongoing via clinical study.

Manufacturer narrative:
The patient was shocked once with his ICD. No other treatment. The medical team did not believe that it was device related. The patient has since been transplanted. Root cause remains inconclusive. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.